Event description:
Pt was holding onto side rail-he used it for positioning. We believe that he was sleeping and pulled himself using the side rail and as the release is located on the top of the rail he accidentally pulled the release and this caused the rail to lower and he must have held on and when his weight shifted it pulled him out of bed.